Manufacturer narrative:
Evaluation summary: the reported failure code 812:02 was confirmed during testing.

Event description:
The facility sent an infusion pump with paperwork reporting failure code 812:02. It was not known if this failure code occurred while infusing on a patient. However, the hospital representative stated that they have no record of any patient incidents.